Manufacturer narrative:
Earrings not returned to manufacturer for evaluation.

Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2006. Sought medical attention for redness and swelling at the piercing site eighteen days later. An oral antibiotic was prescribed. Returned for treatment three days later and an incision and drainage was performed. Went for follow up visit and was prescribed another antibiotic 12 days later.